Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(6)user has high glucose value.. Test strip UDI# (B)(4). Note: during follow-up call on (B)(6)2017, the customer stated his condition was still the same and he was still having frequent urination and feeling tired. The customer stated he had no medical intervention since the last call. The customer stated he was able to get a replacement meter at the pharmacy. During follow-up call on (B)(6)2017, the customer stated his condition had not improved and he was still feeling tired and had frequent urination. The customer stated there was no medical intervention since the last call. During follow-up call on (B)(6)2017, the customer stated his condition had not improved and he was still feeling tired and had frequent urination. The customer stated there was no medical intervention since the last call. Unable to contact the customer via telephone at call backs on 05/21/2017 and 05/22/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred after the blood sample was applied to the test strip. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6)2017, the customer stated he was feeling tired and having frequent urination. Customer believed his glucose might be high. During the call on (B)(6)2017, the customer attempted to perform several blood tests that produced test results of e-0, e-2 and e-6 error messages. Customer did not have any more test strips left. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (b)(62017. The meter memory was not reviewed for previous test result history.